Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level went down to 31 mg/dl. They treated the low blood glucose with carbohydrate intake and it came up. The customer reported that their blood glucose level went almost as low as 10 mg/dl. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.